Event description:
A us distributor contacted zoll to report that a patient developed a rash and back pain under the lifevest equipment. There was no alleged device malfunction contributing to the irritation or pain. The patient¿s physician prescribed prednisone. Follow up indicated that the skin irritation and back pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.